Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that dirt on the objective lens was found. The service repair technician assessed the condition but could not determine the cause of the failure. There was no patient involvement.

Manufacturer narrative:
B3 - date of event: olympus detected this issue during device analysis, and there was no reportable customer product or allegation, therefore there is no information regarding the customer¿s reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the dirt on the objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.